Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a suspected right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified black particles in the shell, an extended opening, underweight and a crease fold. A microscopic analysis was performed which identified: one striated opening on the radius and wear abrasion. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent with the use of some surgical tool.

Event description:
Physician reported a suspected right side rupture. Device has been explanted.